Manufacturer narrative:
The reported event that drill, tri-flat gamma3® ø4.2x300mm was alleged of issue ¿drill breakage¿ could be confirmed, since the product was returned for evaluation and matches with the reported failure. Evaluation revealed the drill, tri-flat gamma3® ø4.2x300mm to be the subject product. No further associated products were reported. A review of the device history records for the reported drill, tri-flat gamma3® ø4.2x300mm revealed no discrepancies. The received drill shows traces of a frequent and intense use. The cutting thread of the drill is completely broken off. Several heavy material deformations and damages are visible on the cutting edges near the tip and near the breakage surface due to several contacts with metal. The appearance of the breakage surface, the course of the breakage line as well as the absence of plastic deformation indicate a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object (e.g. Metal). During investigation, no design or manufacturing related issues were found, and as the device had been in use for a longer time (manufactured in 2011), we pre-suppose that it had fulfilled its tasks in former surgeries as intended. According to the labeling review, sufficient guidelines are provided in the instruction for use that all instruments shall be handled with care and shall be checked prior and during every surgery regarding its correct connection and functionality. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
While attempting to implant the transverse screw on the distal part of the gamma 3 nail, the drill did not pass and broke during the drilling.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
While attempting to implant the transverse screw on the distal part of the gamma 3 nail, the drill did not pass and broke during the drilling.